Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the light guide connector is damaged. Also, a part of the adhesive at the distal objective lens has peeled off. Additionally, the light guide bundle is broken. The rigid tube is damaged. The angulation is below specifications due to a stretched angle wire. The bending section cover adhesive is peeled off. The scope connector side of the universal cord is cut. Failed air/water leak test due to a damaged light guide cover glass. The video connector is broken, and the video connector case is cracked. There are cosmetic scratches on the following: the bending section cover, the control body, the grip, the up/down plate, the right /left plate, switch button cover (1), the video connector, and the video connector case. A review of the device repair history confirms no previous repairs records in the past year. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported no image issue could not be conclusively determined. However, the cause can potentially be due to usage stress, external factors and or handling. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) was informed that the asset endoeye flex deflectable videoscope was returned to the olympus repair center for a reported ¿damaged light guide connector¿. The problem was found during an unspecified event. No death, injury or harm was reported. Upon inspecting and testing, a part of the adhesive at the distal objective lens has peeled off. This report is being submitted to capture the adhesive at the distal objective lens has peeled off.